Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Troubleshooting for motor error was performed. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. It was reported that the drive support cap appeared correct. The insulin pump was not dropped. It was reported that the customer was advised that the insulin pump needed to revert to the backup plan. There was no indication of the insulin pump returning for analysis.